Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system shut down and turned back on by itself. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The multifunction in/out put and the standby switch were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming multifunction in/out put and the standby switch. However, how or when the components became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
The (B)(6) card was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The components on the sample were tested with a digital multimeter (dmm) and they were found to be conforming. The sample was then installed in a calibrated centurion system and the console was powered on successfully. The system was left on for 12 hours to try and replicate the shutdown but the system remained powered on. The root cause cannot be determined conclusively, as the returned sample met specification. (B)(4).